Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate the device is 2 years old and has been previously returned for service. A visual inspection found the gears were damaged and the comb was bent. Two cutters were returned with device and one produced an unacceptable cut, and the other produced an acceptable cut. The cause of the reported issue was due the device damage. All the inspection findings are causes for poor meshing. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher damaged the graft. Additional clinical follow up with the hospital on (B)(6) 2010 indicated that the graft obtained was usable and no additional harvest was required.